Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that, "during a demonstration the clip for the k wire snapped while attaching it to the targeting arm."